Event description:
Integra lifesciences received different med watch 3500 forms from risk management on august 14, 2006. The cover letter was dated august 10, 2006. The device indicated is ultrasonic aspirator. According to the sales history, this user facility rented a selector console and 24 khz handpiece for three months and purchased the disposable tubing and tips. The primary usage of the selector was for lumbar laminectomy surgeries. There were no requests for service on the console or handpiece from this unit to indicate that it wasn't working properly. The unit was returned and no disposables have been purchased since the last rental month. No FDA numbers are identified on the medwatch form. Incident description: a male had a decompressive laminectomy in 2005. Patient was discharged two days later, reportedly doing well. The wound healed two weeks post op and the drain was removed. Superficial cultrue was negative; however, the tip of the drain indicated e. Coli as a deep wound infection. Patient complained of headhaches and was readmitted to the hospital and placed on IV antibiotics on ten days later. Patient developed a csf leak was operated the following year in 2006, to repair the left corner of the dural sac around s2. A drain was inserted. On thirteen days later, patient underwent a same-day surgical procedure to remove the drain. On eight days later, patient was admitted for secondary repair and closure of the tear and was discharged on four days later in stable condition under antibiotics and a pic line. Approx seven months later, a message was left for risk management to obtain additional information. On eight days later, integra technical service spoke with user facility risk management and obtained the following information: the selector ultrasonic aspirator was a rental unit used on 10 total cases. The same neurosurgeon performed all of the initial surgeries. The repairing neurosurgeon was a different physician from the initial surgeon. The repairing neurosurgeon "believes" that the selector may have caused the csf leaks, but there is no evidence of such in the post operative report. Both the user facility and integra lifesciences verified that there was no requirement for repair of the unit which would indicated that it was not working properly. The selector was not used on the repair surgery. On the same day, the initial product ID (1520000m1) which is associated with a footswitch was corrected to selector console #1530000m3. The 24 khz micro hand piece used in conjunction with the console has been identified as #1529000m2.

Manufacturer narrative:
Product is not expected to be returned for evaluation. An investigation has been initiated based on the reported information.